Event description:
During an unrelated procedure, the plastic cover for the atrial set screw was missing. The event was resolved by explanting and replacing the device during the unrelated procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of header anomaly was confirmed, however it is not a device malfunction and is consistent with damage during the procedure. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event is damage during normal use.